Event description:
It was reported that during a next day post procedure device interrogation that the patient's right atrial exhibited unspecified abnormal p-wave and capturing threshold measurements. Flurosocopy performed confirmed that the lead had dislodged. During the replacement procedure, the ra lead had failed to be disconnected from the pacemaker's header. The pacemaker and the lead were explanted. The patient was discharged with no adverse consequences reported.